Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6 (type of investigation add code 10-testing of actual/suspected device). Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, even though the foreign material may be anti-foaming agent, based on the results of the investigation, the probable cause of the "a foreign material clogged the suction channel" and "a foreign material clogged the instrument channel" malfunction could not be identified. The event can be prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the suction channel and in tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The device was returned and evaluated. Further evaluation found foreign objects came out of the distal end and suction port due to clogging of the channel and suction tube, water tightness was lost due to a pinhole on the bending section cover, the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of the upward/downward knob was out of the standard value due to wear of angle wire, adhesive on the bending section cover had a crack and had white-clouded area, the electrical connector had discoloration due to water leakage, the grip was shaved, the universal cord had a scratch and wrinkles, switch 1 had a scratch, image guide protector had a scratch, the protector of the universal cord on the s-connector side had a scratch, the forceps elevator lever had a scratch, and the adhesive around the light guide and objective lens had white-clouded area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.